Event description:
A consumer reported via a manufacturing representative that they felt some kind of shocking sensation when they were using therapy as normal. After the patient felt the shocking sensation, they noticed the implantable neurostimulator (ins) was off so they switched the ins back on using the patient programmer. The patient noticed the skin above the ins was a little red and they had felt some kind of skin irritation since the event. The cause of the skin irritation may have been hot weather and the sun. After the patient had contacted their health care provider (hcp), the ins was interrogated and no anomalies were found. The issue was resolved at the time of this report and the patient had good therapy outcome. No surgical intervention occurred or was planned and the patient was alive with no injury. The patient was implanted with facial leads due to facial pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information noted the shocking occurred while the ins was on, the ins then turned off automatically. The skin above the ins ¿felt hot and was red¿ following the shocking-sensation. Following the incident, it was noted the patient ¿had to take antibiotics because the area around and above the ins was inflamed.¿ it was stated that the patient then turned their ins on again with their patient programmer and that the device ¿worked normally again¿ at the time of follow-up. It was noted that palpating the ins or leads did not cause a shocking sensation. Impedance testing was performed on (B)(6) 2016 and found no out-of-range impedances. The patient¿s skin irritation was gone at that time, ¿he was ok, and the stimulation worked normally.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.